Event description:
It was reported that the lead was capped and replaced due to a fracture caused by a bend in the lead due to the patients vasculature. Patient was fine immediately following the procedure.